Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Nav ring failure. There was no patient involvement.

Manufacturer narrative:
G4: 01oct2019 b4: 01oct2019 the manufacturer¿s service technician confirmed the reported nav ring issue. The manufacturer¿s international service technician replaced the nav ring to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Nav ring failure. There was no patient involvement.